Event description:
Boston scientific received information that this left ventricular lead displayed high out of range pace impedance measurements. The patient also reported experiencing a significant reduction in functional capacity. The patient underwent a lead revision procedure where the lead was explanted. The lead was returned for analysis.

Manufacturer narrative:
The lead is currently undergoing analysis. When additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt, the complete lead was thoroughly inspected and analyzed. The complete lead was returned. Suture tie-down sites at 373 and 378 mm indicate that the suture sleeve was likely positioned from 378-401 mm. All wires of both the outer and inner coils were fractured at 401 mm near the distal end of the suture sleeve. The outer coil wire fractures showed some evidence of electrolytic dissolution along with evidence of both torsional and classic fatigue. The inner coil wires each had several chromium, oxygen, and titanium rich inclusions in their sides. Each wire also had varying degrees of electrolytic dissolution and all showed evidence of fatigue with one having a titanium rich inclusion at the origin. The clinical observation of a fracture was confirmed.

Manufacturer narrative:
This MDR was originally submitted on (B)(4) 2013 and the ack1 was received on (B)(4) 202013 12:40:48 pm. Per FDA¿s request, this report is being resubmitted on (B)(4) 2013. The following request from the FDA was received on monday, (B)(4) 2013 1:24 pm cdt: please resubmit it as a new submission with the new message ID since the certificate issue fixed by last friday.